Manufacturer narrative:
H6: investigation summary it was reported by the facility representative that the needless adapters break in the vials when drawing medication. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web, the second photo shows a product in the packaging blister and the third photo shows the product without the plastic shield. No defects or imperfections are observed in the photos. The defect reported could occur if the product is not being used as intended. Per product specification, this product is to be used for penetrating interlink injection site and providing fluid path. As the lot provide is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends h3 other text : see h10

Event description:
It was reported bd vial access cannula needle adapters broke while drawing medication. The following information was provided by the initial reporter: "needless adapters break in vials when drawing medications out, leaving the needless portion in vial."

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch #(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd vial access cannula needle adapters broke while drawing medication. The following information was provided by the initial reporter: "needless adapters break in vials when drawing medications out, leaving the needless portion in vial."